Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, while placing the stent, it became bent. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.